Event description:
It was reported that during a prostate procedure, the fiber began forward firing after 31 minutes of use and the console prompted courtesy error message of faulty fiber. The procedure was completed using a second fiber without patient complications. It was noted that the tip of the fiber was cleaned, and the irrigation flow was used to further increase liquid cooling effect reducing the risk of fiber tip damage.

Event description:
It was reported that during a prostate procedure, the fiber began forward firing after 31 minutes of use and the console prompted courtesy error message of faulty fiber. The procedure was completed using a second fiber without patient complications. It was noted that the tip of the fiber did not detached, the irrigation flow was used to further increase liquid cooling effect reducing the risk of fiber tip damage. There were no stones present in the prostate. The physician ensured that the distance from the fiber to the tissue was approximately 2 mm (1 to 3 mm), and the irrigation solution was positioned at least 106 cm higher than the level of the endoscope/cystoscope.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that during a prostate procedure, the fiber began forward firing after 31 minutes of use and the console prompted courtesy error message of faulty fiber. The procedure was completed using a second fiber without patient complications. It was noted that the tip of the fiber did not detach, the irrigation flow was used to further increase liquid cooling effect reducing the risk of fiber tip damage. There were no stones present in the prostate. The physician ensured that the distance from the fiber to the tissue was approximately 2 mm (1 to 3 mm), and the irrigation solution was positioned at least 106 cm higher than the level of the endoscope/cystoscope.